Event description:
The patient reported their blood glucose (bg) level reached 26 mmol/l (468 mg/dl), while wearing the pod between 5 and 24 hours. They reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the patient also reported the cannula inserted into their skin and when it was removed from the infusion site (hip/buttocks) the cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.